Event description:
Product problem: "sys shut down during a case" (misassembled by users). The nurse reported the sys shut down during a case. Another sys was used to complete the case. Add'l info rec'd stated the nurse found a hose was inadvertently not connected on the sys. The service request was canceled. No pt injury was reported.

Manufacturer narrative:
The nurse cancelled the service request. No samples were returned for eval. The nurse found a hose was inadvertently not connected which contributed to the sys shut down. The system was rebooted after the case and the sys was working fine. A review of complaints for the last 24 months did not indicate any add'l, related reports for this sys. (B) (4)